Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
The staff intubated a neonate with the endotracheal tube, after which surfactant was delivered through the monitoring lumen of the endotracheal tube. Since this was the first time this tube was being used in their facility the team wanted to monitor using end-tidal co2 . The team waited then began monitoring the end-tidal co2; however, the surfactant was still inside the monitoring lumen line and some of the medication was pulled into the capnography line. The team had to change the line, and they pushed 5 cc of air into the line in an attempt to save some of the surfactant. Ultimately, after 24 hours, the child decompensated and required jet ventilation and a 2 month hospital stay. The team believed the cause of this was due to the child not receiving the entire dose of surfactant.